Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during flow diverter stent placement procedure in a patient with cerebral aneurysm, the subject balloon ruptured during dilatation in the patient vasculature. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject balloon burst during dilation. Additional information provided by the customer indicated that no anomalies were noted to the device prior to preparation, the device was prepared as per the dfu, 50% contrast was used during preparation and procedure, continuous flush was maintained throughout the procedure, no resistance was noted during guidewire insertion and the patient anatomy was of normal tortuosity. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint. H3 other text: the device is not available to the manufacturer.

Event description:
It was reported that during flow diverter stent placement procedure in a patient with cerebral aneurysm, the subject balloon ruptured during dilatation in the patient vasculature. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.